Manufacturer narrative:
Correction on initial report: date of event. Additional information provided: concomitant medical products.

Event description:
It was reported that the male luer spin collar cracked while in use on an adult patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a male luer spin collar crack was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found that the male luer (p/n 600117)collar of the set was cracked. Microscopic inspection observed no stress marks or tool marks. The root cause of the male luer crack could not be definitively determined.

Event description:
It was reported that the male luer spin collar cracked while in use on an adult patient. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob was requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
The customer reported that the male luer spin collar cracked while in use on an adult patient. There was no report of patient harm.